Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported bilateral xia screws fractures approximately 4 months after implantation. No adverse consequences were reported at that time and the patient continued to experience "ongoing good improvement in pain in the back and legs" for which they were initially treated. Approximately one year after the fractures were noted, the patient began experiencing leg and back pain. The patient has not been seen in a clinic to discuss further treatment options but, according to their orthopedic and spinal surgeon, "is likely to need a surgical intervention for revision." This report captures the second of the two screws.

Event description:
A physician reported bilateral xia screws fractures approximately 4 months after implantation. No adverse consequences were reported at that time and the patient continued to experience "ongoing good improvement in pain in the back and legs" for which they were initially treated. Approximately one year after the fractures were noted, the patient began experiencing leg and back pain. The patient has not been seen in a clinic to discuss further treatment options but, according to their orthopedic and spinal surgeon, "is likely to need a surgical intervention for revision." This report captures the second of the two screws.

Manufacturer narrative:
Visual, dimensional, functional, and material analysis could not be performed as the device was not returned. A review of the device history records and complaint history could not be performed as a valid lot number was not provided and could not be obtained. No complications during initial surgery were reported and the screws were reportedly not implanted at difficult angle. X-rays confirmed the fracture. The patient's bmi was reported to be 33.3 and they did not fuse. Per surgeon, "the patient had progressed well after the initial surgery, with improvement in back and leg symptoms. He did return back to work, which involved working in a manual capacity." From surgical technique: patients who are overweight may be responsible for additional stresses and strains on the device which can speed up metal fatigue and/or lead to deformation or failure of the implants. Surgeons must instruct patients regarding appropriate and restricted activities during consolidation and maturation for the fusion mass in order to prevent placing excessive stress on the implants which may lead to fixation or implant failure and accompanying clinical problems. An exact cause of the reported event could not be determined as the devices were not returned. However, patient's bmi and high activity level may have contributed to the event.